Event description:
It was reported that the device was used during a coronary artery bypass, it appears that the jaws are not aligned and when applying clips they are tearing the vessel branches due to clip scissoring.